Event description:
It was reported the pt experienced numbness in her arms and legs for about an hour post trial lead implant. The pt was able to move her extremities as well as walk. The pt's symptoms resolved and was discharged the same day. Further f/u revealed, the pt is doing well and have not reported further problems.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.